Event description:
A hospital in (B)(6) reported, via our distributor, that they found heater wire pin was bent on an rt200 adult breathing circuit when trying to connect it to a heater wire adaptor. No patient consequence was reported.

Manufacturer narrative:
(B)(4)- the product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. Method - the returned breathing circuit was visually inspected for bent pins and testing to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. A visual inspection revealed that one of the heater wire pins was bent. The bend prevents the adaptor from connecting to the heater wire socket. A lot check revealed 2 other complaints for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is not possible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevents the heating of the gas delivered. (B)(4).